Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('it possibly migrated to the lining of the uterus') in an adult female patient who had essure (batch no. 622306) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included wisdom teeth removal and feels bad. In 2007, the patient had essure inserted. On an unknown date, the patient experienced device expulsion (seriousness criterion medically significant), pelvic pain ("pelvic pain") and menstrual disorder ("I¿ve been having a lot of issues around my period time."). Essure treatment was not changed. At the time of the report, the device expulsion, pelvic pain and menstrual disorder outcome was unknown. The reporter considered device expulsion, menstrual disorder and pelvic pain to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan on (B)(6) 2019: migrated to the lining of the uterus. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content from social media received: upgraded to potential legal case. Event added: ¿pelvic pain¿.secondary reporter and medical history added. Reporter causality was updated. Amendment: indication recoded to ¿female sterilization¿. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.